Manufacturer narrative:
This is one of two complaints concerning the same patient with different reportable events. Investigation was performed against a related customer experience. The reported symptom (fluid leaking) was not confirmed. The reported symptom not draining (no alarm) was not confirmed. Encountered heater bag not detected. A visual inspection of the returned cycler exterior showed no sign of physical damage. At set-up, heater bag not detected¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and replaced. The cause of the observed dried fluid and fluid could not be determined. After replacing the clogged hp1 the simulated treatment was performed and completely without failures. During drain 0, the patient line was clamped and, as expected, a dc (drain complication encountered) support warning occurred after 16 minutes. Passed mushroom head check. Test positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported that on the second night of performing treatment with the liberty select there was no drain flow. Patient's contact stated that since the patient was not draining the treatment was again cancelled and when removing the cassette a second fluid leak was observed in the cassette housing. Patient's contact stated that there was no punctures or holes in the cassette. Patient will revert to continuous peritoneal dialysis treatment for tonight's treatment. Patient was advised to contact the clinic nurse. The liberty select was replaced. Additional information was solicited.

Manufacturer narrative:
During a review of this customer experience it was determined that an additional symptom code needed to be added. Plant investigation was re-opened. The reported symptom out of box (hd or pd devices) was confirmed.